Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a pelvic floor repair in 2008. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA:(B)(6) 2010. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure to remove the mesh on (B)(6) 2009.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a cystocele, a rectocele, an enterocele, and vaginal vault prolapse. The patient underwent the concurrent procedures of rectocele repair, enterocele repair, and cystoscopy during mesh implantation. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(4).

Manufacturer narrative:
The initial medwatch and supplemental medwatch reports were sent to the FDA via (B)(4). This supplemental medwatch report is being submitted electronically.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the pt underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the pt underwent a robot assisted laparoscopic sacrocolpopexy, lysis of adhesions with lso, restorelle implant placement and repair of cystotomy on (B)(6) 2012 due to prolapse of vaginal vault after hysterectomy. It was reported that the pt underwent collagen implant on (B)(6) 2013 due sui and intrinsic sphincter deficiency. It was also reported that the pt underwent exploratory laparotomy, adhesiolysis, release of colpopexy, cystoscopy, and sling and obtryx placement on (B)(6) 2013. No add'l info was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-13657. The same pt is represented in...